Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device is fractured laterally through the center section, both the distal and proximal ends are intact. There is biological debris on all returned items. A functional evaluation could not be performed due to the condition in which the device was received. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an arthroscopy, the biosure regenesorb did not fit completely in the bone hole when attempting to anchor using the ratchet screwdriver. It was retrieved and a second attempt to anchor the screw in the tibia was performed using a thread tap; however, the anchor broke. All fragments were retrieved from the joint. The procedure was successfully completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.